Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that she has had difficulty with the adhesive of her infusion sets. She stated that the edges of the adhesive do not stick properly to her skin and one infusion set fell completely out of her body. She stated that the infusion sets do not show signs of damage and she stores them properly in her home. She stated that she does not use lotions and she does not clean the infusion site area prior to adhering the infusion site to her skin. She stated that her blood glucose has not been affected by this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. She did not retain the alleged product to return for evaluation. No product will be returned.